Event description:
Voluntary medwatch - 260001-2005-0003. It was reported that about one week post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt was brought to the cath lab for the elective procedure as an outpatient. Access was obtained through the right femoral artery (rfa). The 90% occluded 1st diagnoal (dx) was predilated with a 2.5x12mm maverick balloon. 6 inflations were made to 6 & 10 atms's for 5-35 seconds. The pt began experiencing shoulder pain at this point, rating the pain a 10 out of 10. Next, the physician predilated the 75% occluded mid lad lesion with a 2.5x20mm maverick balloon inflated to 6 & 10 atm's for 30 seconds. The physician then implanted the taxus express2 3.0x20mm drug eluting stent into the mid lad, inflating the balloon to 9 & 10 atm's for 30 seconds. The taxus express2 2.5x16mm drug eluting stent was then placed in dx. The stent was unable to cross the lesion. The 2.5x16mm stent was removed and a 2.5x12mm maverick balloon was inserted and removed and exchanged for a 2.25x12mm maverick balloon. The maverick balloon was inflated 3 times to 12 atm's for 30 seconds each. The physician then reinserted the taxus express2 2.5x16mm drug eluting stent inflating the balloon to 9 atm's for 30 seconds and 14 atm's for 30 seconds. Pt's shoulder pain continued during the procedure. The pain during different periods of the procedure ranged from 2-10 on a 1-10 scale. Fentanyl was given for discomfort. The sheath was not removed. A sterile dressing was applied to the rfa sheath site. The pt received heparin, versed, fentanyl, integrilin and intra coronary nitroglycerine. The pt was also started on an integrilin drip. The pt was still in the hosp eight days later when they began to experience chest discomfort with nausea and diaphoresis. They were brought back to the cath lab where angio revealed a 100% occluded stent in the lad. The physician attempted to advance a 2.0x12mm maverick balloon across the lesion in the proximal lad, but was unsuccessful. A 2.0 xsizer was used and then the 2.0x12mm maverick balloon was able to be advanced across the proximal lad lesion. The balloon was inflated to 6 atm's for 28 seconds and 8 atm's for 10 seconds. The maverick balloon was removed from the proximal lad and a 1.5 xsizer was used in the mid lad. The 2.5x12mm maverick balloon was advanced to the mid lad lesion and inflated to 14 atm's for 35 seconds followed by a 3.0x12mm quantum maverick balloon inflated twice to 14 atm's for 30 seconds and 20 atm's for 55 seconds in the mid lad. An 8fr. Sheath remained in the rfa and the procedure ended. The pt received versed, heparin and fentanyl during this reintervetnion. No additional pt complications have been reported.